Event description:
5/20 pt complained of chest pain described as "burning" over hickman tunnel area. Fluid noted leaking from hickman exit site. Hickman line removed 5/22 (needed to be surgically removed-removed in 3 pieces).